Manufacturer narrative:
A failed suture needle was submitted for evaluation. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number of vicryl? What instruments were used to grasp the needle? Where was the needle grasped during use? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are the located/in what structure? If retained, were there any patient consequences? What is the size of the needle piece (in cm)? Does the surgeon plan to remove the needle piece? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2018 and suture was used. During suturing, the needle broke off and fell into the patient. The broken needle piece was located using fluroscan but wasn¿t able to be removed. Additional information has been requested.